Event description:
It was reported that the device always charged to 430j for any setting and had fault codes in the memory. There was no pt involvement with the reported issue.

Manufacturer narrative:
Physio-control provided customer technical assistance and therapy pcb parts info to repair device. F/u with reporter found that customer chose not to repair device. The device has been removed from service and will be replaced by another defibrillator. The root cause of the malfunction is unk.